Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. During the pre-repair diagnostic assessment, the device was found to have temperatures that exceeded acceptable limits. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was "overheating". It is known that the device was being used during surgery. It is known that no injury or medical intervention occurred. There was no additional information provided.